Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer changed the battery and then it give the open book image. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The failed battery alarm was displayed before the open book image was displayed on the screen. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement tests. After further review, there were water droplets on the inside of the lcd window, plus there was corrosion and mold on the pins of the lcd connector on electrical board.